Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that the luer plate is dislodged from the chassis and both the plate and the flush tube have been pulled out of the back end. The chassis feature which retains the luer plate is broken at the outer wall. The chassis most likely broke from non-axial force at the flush port. Engineering concluded that the chassis breakage is likely occurred due to mishandling/misuse during cleaning process. Engineering also observed the distal end of main tube has multiple areas within 6" from the intersection with the proximal clevis, with material removed. The damaged areas are parallel to tube axis and have a rough surface finish. The main tube also has multiple deep scratches within 3" from the same intersection where material was removed. Based on the location and appearance, the damage was most likely caused by a combination of a cannula accessory and by instrument collisions. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received. The endowrist instrument's instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that during a da vinci s surgical procedure, a piece of the endowrist prograsp forceps instrument fell off, but did not fall into the pt. No additional information was provided. No pt harm, adverse outcome or injury was reported.